Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. Date of birth for patient: (B)(6) 1987.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. B3 exact date unk. Assumed first day of the month. D6a: exact date unk. Assumed first day of the month. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for you date of birth, what is your date of birth? The below questions will be sent to your surgeon: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What was the exact implant date? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? When and if there is an explant, please make sure that we are contacted at productcomplaint1@its.jnj.com and reference (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was implanted in (B)(6) of 2020. Since then, the patient has had experienced with dysphagia when drinking and after not eating for some time. They also experience a lot of gas. In fall of 2020 the device was dilated and that seemed to help a little, but still have issues. Patient is wanting the device removed.